Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been service in the past. Device was alarming cassette error during functional testing and. Primary reported problem was verified. The cause is the latch lock sensor. Replaced the latch lock sensor to correct the issue. The device passed all functional tests after the repair.